Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off during cleaning. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. A device history review has been completed. No entries pertinent to the customer's report were noted.

Event description:
New information received indicates that the piece disengaged while the device was being cleaned. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy case, a red light was provided by the system and an alarm was heard. The device stopped working. The device was handed off so that another dissector could be installed onto the system. A piece of the active waveguide disengaged from the first device. The second device was used for the remainder of the case.